Manufacturer narrative:
The reported anomaly was confirmed in the laboratory. The device had no telemetry due to battery depletion. The device performed normally during automated electrical testing. The battery was returned to the supplier for analysis and an internal anomaly was detected in the battery that could have caused the battery to deplete. No further anomalies were found.

Event description:
It was reported that the device could not be interrogated at follow-up. The device was explanted.

Manufacturer narrative:
Na